Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 unknown therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, it was not reported if dianeal pd4 1.5% and 2.5% unknown therapies were ongoing. On an unreported date in 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. It was unknown if a peritoneal effluent analysis and culture were performed. It was unknown whether the patient received remedial therapy for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified, as no sample was returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.